Event description:
As reported for this event by the customer, the device cavity mode could not be switched, indication an issue with the front panel. In addition, there were unspecified warning alarms received. There is no reported harm to any patient.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection and testing, the issue of the front panel nor the warning alarms were duplicated. There was no abnormality in the appearance of the device when visual inspection was performed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.